Event description:
It was reported that the device presented a motor not running error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual inspection was performed and the following observations were noted: right plunger case is cracked otherwise unit appears to be in good condition. Both tamper seals were broken. Functional testing and occlusion tests were conducted. Motor not running error was found at occlusion test. The reported issue was confirmed. While no root cause could be determined, an insufficent solder on u29 of main board was observed. The main board u29 was reinforced with solder iron. Additionally, right plunger case was replaced. Device occlusion test and functional tests all passed after repair.